Event description:
It was reported that a pt enrolled in a post-market clinical study underwent a balloon kyphoplasty procedure at level t8 on (B)(6) 2008. On (B)(6) 2009, the pt "twisted to reach something and had a severe back pain". MRI was performed and showed a fracture at level t7. Subsequently, the pt underwent a balloon kyphoplasty procedure at level t7 on (B)(6) 2009, MRI-t2-stir was performed and showed some edema. On (B)(6) 2009, the pt reported new onset of pain. Epidural was tried, however, did not work. CT scan performed on (B)(6) 2009 showed a fracture of the left transverse process of level t8. Reportedly, the pt was not hospitalized or further treated. No additional info was reported.

Manufacturer narrative:
Method: device not returned; followed up with company rep.